Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one in.pact av access drug coated balloon was used to treat the left venous outflow. Approximately 16 months later the patient suffered recurrent instent stenosis in the central accessory vein in the avf. The event was treated with medication and revascularization of the venous outflow. Stenting and ballooning was carried out. The patient recovered. The investigator assessed the event as not related to the device, procedure or the therapy. The sponsor assessed the event as not related to the device, paclitaxel or the procedure.